Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00606. Medical devices: unknown tibial insert catalog#: ni lot#: ni, unknown tibial tray catalog#: ni lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, patient claims he has not been able to fully extend the knee since surgery. No revisions has been reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. D11 medical product: vanguard cr ilok fem-lt 70 catalog#: 183032 lot#: 611450, vngd ant stblzd brg 18x75 catalog#: 189088 lot#: 417740, biomet cc I-beam tray 75mm catalog#: 141224 lot#: j3313923, cobalt hv bone cement 40g catalog#: 402282 lot#: 510390. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, the patient reported difficulty ambulating, flexion contracture, and severe pain postop. The patient was scheduled for a manipulation under anesthesia, but no confirmation of the intervention has been received. The patient reports continued difficulty with his left knee.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g4, g7, h2, h3, h6, and h10. Reported event was confirmed by review of medical records. Record provided information patient was experiencing severe pain post physical therapy, lacked about 20" extension, and had difficulty walking four months post-implantation. An arthroscopy was planned, but it is unknown if it occurred. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.